Event description:
It was reported that while using three (3) bd vacutainer® ultratouch¿ push button blood collection set, the non-patient needle did not cover the needle after removing the tube causing blood to seep into both the tubes and the holder. No patient or user impact reported.

Manufacturer narrative:
E1: initial reporter phone #: (B)(6). D.2b medical device type: one additional code applies; jka. E1: initial reporter facility name: (B)(6). A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Manufacturer narrative:
Investigation summary bd had not received any samples for investigation. However, 30 retained samples underwent functional tests and all passed, showing no evidence of side pierced sleeves, poor sleeve recovery, or sleeve leakage during the draw. Additionally, these 30 retained samples passed another set of functional tests, confirming proper activation with no evidence of defects or leakage. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. This complaint has not been confirmed for the indicated failure mode: sleeve side piercing. No definitive root cause could be established for the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends.

Event description:
It was reported that while using three (3) bd vacutainer® ultratouch¿ push button blood collection set, the non-patient needle did not cover the needle after removing the tube causing blood to seep into both the tubes and the holder. No patient or user impact reported.